Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of the controller overheating was not confirmed via analysis of the log file and was not reproduced during laboratory resting. The log file was downloaded from the controller and contained events spanning approximately 12 days (B)(6) 2020 ¿ (B)(6) 2020 per timestamp. There were no notable alarms active in the log file. The returned system controller was tested with the returned backup battery. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested for temperature elevations during this operation, and the maximum temperature did not exceed device specifications. The root cause of the reported event of the system controller overheating could not be conclusively determined through this analysis. There was an incidental finding of controller serial number faded, debris in controller speakers and grooves of backup battery cover, dim pump running led. The device history records were reviewed and the records revealed that the heartmate iii system controller was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient felt a burning, stitching pain coming from the area where their controller was carried. The pain disappeared but in the evening the patient noticed that there was a black mark on their t-shirt and a burn mark on their skin. There was reportedly no alarms from the controller. The patient contacted the vad coordinator confirmed the burn mark on their skin and documented it. The vad coordinator exchanged the controller and it will be returned. No further information was provided.